Event description:
It was reported that the distributorship found the product to be nonconforming as the package was contaminated. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.